Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) 2019-05-30. It was reported the patient had difficulty charging and programming due to chronic pain in the left shoulder. It was recommended to replace the ins with a new battery, which is much easier to charge, and it can be charged in 1 hour instead of 4 hours compared to the old battery. Also discussed the programming was bluetooth/wireless, so it would be easier for the patient to program it. The patient elected to proceed with the procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient said she has frozen shoulder and she can't use her recharger. The ins is on the left hip and the frozen shoulder is on the left side. The patient said she can't use it without help. She had to drive to her sons 50 miles away to get it charged and she can't keep doing that. They said they can't fix her shoulder for 18 months and she can't keeping going to her sons for that long. The patient has tried using a pillow to prop it up and that didn't work. Adhesive discs were offered, but the patient can't use them because she is allergic to adhesive. The patient is reporting shoulder and knee pain. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the patient will be having an appointment to discuss possible replacement or moving the battery to the patient's other side. The patient's family is currently still helping the patient charge. No further information was reported.